Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) year old male patient had a rash. The patient's rash was located under the front therapy electrode pad. The rash was bleeding and had skin hanging off. The patient's physician gave the patient a cream for the rash and advised the patient to remove the device. Follow-up indicated the rash had improved. Correction: the patient's physician gave the patient a cream for the rash. Follow-up indicated the rash had improved.